Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when the device is set in ¿maintain mode¿, it overheats. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.